Event description:
This is filed to report perforation. It was reported that functional mitral regurgitation (mr) with grade 4+ and an enlarged atrium. Two clips were implanted without issue. Five minutes after removing the steerable guide catheter (sgc), a right-left shunt at fossa was noticed, and the blood pressure decreased. Catecholamine was administered, and after the boost, the blood pressure increased, and the shunt changed from left to right. The patient was reported to be stable. The procedure was completed with two clips implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation appears to be due to procedural conditions. The reported hypotension is a cascading effect of the reported perforation. Additionally, the reported patient effects of hypotension and perforation are listed in the instructions for use (IFU), and are known possible complications associated with mitraclip procedures. The reported medication required, and serious injury/ illness/ impairment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.